Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were high out of range on the day of the event. The ccc specialist obtained remote connection to the customer site. The ccc specialist ran a diluent check, which passed. The ccc specialist ran qc on both levels, which were within range except level 1 (l1) result was on the higher end. Ccc instructed the customer to rerun qc test using freshly thawed qc material, which were within range. The customer ran correlation study on original dimension vista and an alternate dimension vista instrument, which passed. The cause of falsely depressed na results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on two patient samples upon initial and repeat testing on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated again on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.